Event description:
It was reported to boston scientific corp that a obtryx system-curved was used during a sling implant procedure. Pt is morbidly obese. According to the complainant, the physician casually mentioned that he has had failures with the obtryx sling device on morbidly obese women. There were no pt complications reported as a result of this event.

Manufacturer narrative:
The lot number is not known; therefore, the device MFR date and expiration date can not be determined. The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info from that review, a supplemental medwatch will be filed. The directions for use of this device contains the following general warning: the risks and benefits of performing a suburethral sling procedure in the following should be carefully considered: overweight women (weight parameters to be determined by the physician). (B)(4).